Event description:
I used a device that left me with scars. "Is the product compounded: no, is the product over-the-counter: yes. Event abated after use stopped or dose reduced: no, event reappeared after reintroduction: no."